Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was detached off out of the patient's body. Also, an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.